Event description:
The customer reported that while reviewing an event log for a pediatric monitoring call, they saw "internal paddles on" messages in the event summary. There was no impact to the patient.

Manufacturer narrative:
The customer reported that while reviewing an event log for a pediatric monitoring call, they saw "internal paddles on" messages in the event summary. There was no impact to the patient. The therapy cable was evaluated at philips, and the malfunction was confirmed. Replacing the therapy cable resolved the issue.